Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the fiber was vaporizing and the beam both end fired and side fired. It was noticed that the beam was very weak at 140-160 w and tissue was charring but not vaporizing. The power was increased but the issue was not resolved. The procedure was completed using another fiber without patient complications. It was noted that there were no stones present in the prostate, there were no courtesy messages, the fiber tip was intact, the physician ensured that the distance from the fiber to the tissue was approximately 2 mm (1 to 3 mm), the physician did not bury the fiber and there was no excessive tissue accumulated on the tip requiring cleaning.